Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to an infection (site of infection not confirmed). There are no plans to reimplant the patient with a new device as of the date of this report.

Event description:
Per the clinic, the site of infection is confirmed at the implant site. The patient was hospitalized from (B)(6) 2023 and subsequently treated with oral and IV antibiotics (specific date and duration not reported).